Event description:
The customer reported that the pt's skin got slightly burned using pads during cardioversion.

Manufacturer narrative:
(B)(4). The customer reported that the pt's skin got slightly burned using pads during cardioversion. The exact skin condition is not known at this time. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.